Event description:
The customer reported that the 9800 system collimator stuck error at boot up and the cross arm brake was loose. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 volt power supply was adjusted and the generator battery and cross arm brake were replaced during the service call. The system was tested and found to be working as intended and put back into service.